Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two unspecified mentor saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. It was diagnosed via physical examination. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two unspecified mentor saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. It was diagnosed via physical examination. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On march 1, 2022, the mentor failure analysis lab received the device for evaluation. On march 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the textured saline implants 300cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 1.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.